Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, after total knee arthroplasty was performed on (B)(6) 2021, the patient required soft tissue repair. This adverse event was treated with a revision surgery on (B)(6) 2022, in which a journey ii bcs articular insert size 5-6 right 9mm was replaced.

Event description:
It was reported that, after total knee arthroplasty was performed on (B)(6) 2021, the patient fell and experienced a ligamentous injury, for which soft tissue repair was required. This adverse event was treated with a revision surgery on (B)(6) 2022, in which a journey ii bcs articular insert size 5-6 right 9mm was replaced.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that the requested documentation was not provided; therefore, further root cause analysis could not be performed. The patient impact beyond the reported fall with ligamentous injury and subsequent tissue repair with insert revision could not be determined; however, it was communicated that the events were ¿not implant related¿. No further medical assessment can be rendered at this time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the instructions for use documents for knee systems reveals in the indications, contraindications, and adverse effects section that considerations of soft-tissue condition is critical to minimize a variety of postoperative complications. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable cause for this event could include but not limited to traumatic injury. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.